Manufacturer narrative:
Section d4, expiration date was updated. The expiration date for reagent lot 625717 was 31-jul-2023. The expiration date for reagent lot 591806 was 31-may-2023. The expiration date for reagent lot 695558 was 31-mar-2024. Calibration data for reagent lots 625717 and 695558 was acceptable. Calibration for reagent lot 591806 showed failing alarms. It is not known if calibration was acceptable during the time the samples were measured. No qc data for reagent lot 591806 was provided. No sample material was submitted for investigation. Lot-to-lot comparison studies were performed during the investigation and the results were within the specifications. The reagent performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 15 patient samples tested for elecsys anti-hav ii (anti-hav ii) between different reagent lots on a cobas e 801 analytical unit. Patients who previously had reactive results are now non-reactive. Refer to the attached data for the patient results.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer provided 3 reagent lot numbers: 625717, 591806, and 695558. It is not clear which reagent was used for which result. The expiration dates were not provided. The investigation is ongoing. H3 other text : na.